Event description:
Related to MFR report # 2183959-2012-01377. It was reported that on or about (B)(6) 2008, the plaintiff was implanted with the ams perigee mesh system, "to treat her stress urinary incontinence and bladder prolapse." It was alleged by the plaintiff's attorney that, within months after the initial implant procedure, the plaintiff began to experience complications from the mesh requiring additional medical care, treatment and, surgical intervention. It was further alleged by the plaintiff's attorney that, as a result of the mesh system the, plaintiff suffered debilitating injuries including mesh extrusion, erosion, mesh shrinkage, chronic pelvic and vaginal pain, worsening urination problems, has required dangerous and serious revision and removal surgery; required and will continue to require healthcare and services; has suffered and will continue to suffer permanent injuries, mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic pain, and other such damages. Allegedly, on or about (B)(6) 2009, the plaintiff presented to her primary care physician, with complaints of sharp left upper quadrant abdominal pain. Over the next two years the plaintiff continued to see her gynecologist, concerning her ongoing vaginal and pelvic pain. On (B)(6) 2011, the plaintiff presented to her gynecologist with the same complaints of vaginal and pelvic pain and increasingly painful intercourse. A gyn examination "revealed exquisite tenderness in the upper vaginal area with narrowing of the upper one-third of the vaginal vault and upper vaginal adhesions." "Her pain is undoubtedly due to her mesh, and will likely need to be removed." (B)(6) 2011, the plaintiff presented with continuing vaginal adhesions. A small area of the perigee mesh was visible in the upper right vaginal apex. On (B)(6) 2012, the plaintiff was referred to a uro-gynecologist, for consult, the recommendation was that most of the mesh and some of the mesh arms be removed. On (B)(6) 2012, the mesh was removed.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.